Manufacturer narrative:
Device passed the displacement test and self test. Format history file analysis confirmed pump error 63 due to open traces. Device received with cracked retainer and pillowing keypad overlay. However, device received with high sleep current measurement due to corroded battery tube. All buttons functioning properly. No damage in the keypad assembly noted.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had keypad anomaly. The customer blood glucose level was 456 mg/dl at the time of incident and current blood glucose value was 369 mg/dl. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that the center button, right arrow button and left arrow button was not responding. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated the buttons were not responding. The customer reported that they did not received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. This was not the second occurrence of replace battery alert or replace battery now without a low battery warning. New battery resolved the issue. Customer reported that their insulin pump had an error in the hardware low level failures. Customer was able to clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. Customer assisted to perform a self test and test was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. Format history file analysis confirmed pump error 63 due to open traces. Device received with cracked retainer and pillowing keypad overlay. However, device received with high sleep current measurement due to corroded battery tube. All buttons functioning properly. No damage in the keypad assembly noted.